Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that eleven years and one month post implant of this bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that 11 years and 1 month post implant of this bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve due to patient outgrowth and increased gradients. Prior to replacement, gradients measured 33mmhg and following procedure, the gradients decreased to 18mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.